Event description:
As reported, during the attempted inflation of a 6mm x 25cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the device would not inflate to its nominal pressure. There was a suspicion that the balloon had ruptured, and the device was removed. After removal of the device, it was confirmed that the balloon had ruptured, and a new 6mm x 30cm saberx pta balloon catheter was inserted and successfully inflated. This was followed by the use of an unknown drug-coated balloon (dcb) to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a lesion in the superficial femoral artery (sfa) which was a chronic total occlusion (cto). The target lesion had a 100% stenosis, severe calcification, but no vessel tortuosity. An unknown guidewire was used for the procedure and was advanced past the lesion, followed by the use of a non-cordis 4mm balloon catheter to pre-dilate the lesion. The 6mm x 25cm 155cm saberx was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was never put into an acute bend and did not kink during its use. There was some difficulty crossing the lesion due to the cto. The device was able to be removed from the patient easily and remained in one piece during its removal. Information clarifying possible crossing difficulty is still pending. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, during the attempted inflation of a 6mm x 25cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the device would not inflate to its nominal pressure. There was a suspicion that the balloon had ruptured, and the device was removed. After removal of the device, it was confirmed that the balloon had ruptured, and a new 6mm x 30cm saberx pta balloon catheter was inserted and successfully inflated. This was followed by the use of an unknown drug-coated balloon (dcb) to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a lesion in the superficial femoral artery (sfa) which was a chronic total occlusion (cto). The target lesion had a 100% stenosis, severe calcification, but no vessel tortuosity. An unknown guidewire was used for the procedure and was advanced past the lesion, followed by the use of a non-cordis 4mm balloon catheter to pre-dilate the lesion. The 6mm x 25cm 155cm saberx was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was never put into an acute bend and did not kink during its use. There was some difficulty crossing the lesion due to the cto. The device was able to be removed from the patient easily and remained in one piece during its removal. Information clarifying possible crossing difficulty is still pending. The device was discarded and was not returned for analysis. A product history record (phr) review of lot: 82181113 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with 100% stenosis and a cto lesion likely contributed to the reported event as calcification is known to damage balloon material. A chronically occluded vessel makes crossing into the lesion difficult; damage to balloon material may have occurred in the attempt to cross or during inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.